Event description:
A clear plastic particle was found in a baxter intravia 500ml empty bag while admixing a multi-dose bag of piperacillin-tazobactam. The particle was larger than the bore of the syringe needles used to transfer the IV solution and the reconstituted antibiotic solution. This was discovered prior to dispensing, so there was no patient harm. Is the product compounded: yes.